Event description:
It was reported that during engineering evaluation the attachment device was tested and was found to be running hot. The event is not related to surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization associated with the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.